Event description:
User allegedly received a replacement box of pen needles that was the same lot # of the originally replaced pen needles from 2-3 months earlier. User had the same problems as the first complaint: "hard to place pen needle on the insulin pen and hard to remove".